Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The failure to advance and dislodgment was unable to be confirmed as it was based on case circumstances and only the stent implant was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined that the reported difficulties were due to case circumstances. The failure to advance and dislodgment was due to interaction with the previously deployed omnilink elite stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The two 8.0 x 59 mm omnilink elite devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the left iliac ostium with heavy calcification. Pedal access was gained and a 6f sheath was placed. Following pre-dilatation, an 8.0 x 59 mm omnilink elite stent delivery system (sds) was advanced to the lesion against resistance with the sheath. The balloon of the sds was inflated without visualization to deploy the stent and the sds was removed without resistance. An attempt was made to advance an absolute pro vascular self-expanding stent system (sess) distal to the previously treated lesion; however, the sess met resistance in the anterior tibial artery. Imaging revealed that the cause of the resistance was the 8.0 x 59 mm omnilink stent which had dislodged in the anterior tibial artery. The sheath was replaced with a 7f sheath and unsuccessful attempts to retrieve the dislodged stent with balloon trapping and a snare were made. The stent was ultimately deployed in the anterior tibial artery using a 4.0 mm balloon. Elongation of the stent was noted. The procedure was continued by gaining contralateral lesion access via the right common femoral artery. An 8.0 x 59 mm omnilink stent was advanced and successfully deployed at the ostium of the iliac artery. After successful post-dilatation of the stent was performed with a 9.0 x 40 armada balloon, a distal dissection was noted. An additional 8.0 x 29 mm omnilink sds was advanced to treat the dissection, however; resistance with the previously deployed stent was met and the 8.0 x 29 mm omnilink stent dislodged. The dislodged stent was successfully retrieved with a snare device. The procedure was ultimately completed with the deployment of a non-abbott stent. There was no clinically significant delay in the procedure and the patient was reported to be doing well.